Event description:
It was reported that pump touchscreen became difficult to use and required multiple taps to respond. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin therapy.